Event description:
It was reported that the infinity m540 monitor was used in transport mode while a patient was transported from the operating room (or) to the intensive care unit (ICU) and the m540 battery died mid-transport. When they arrived at the ICU with the patient, there was no infinity acute care system (iacs) in the room to re-dock the m540 monitor to connect the device to power and proceed with patient monitoring. Patient monitoring was continued at the bedside with a third-party system. No adverse patient impact was reported.

Manufacturer narrative:
The investigation was started, the results will be provided in a follow up report.

Event description:
It was reported that the infinity m540 monitor was used in transport mode while a patient was transported from the operating room (or) to the intensive care unit (ICU) and the m540 battery died mid-transport. When they arrived at the ICU with the patient, there was no infinity acute care system (iacs) in the room to re-dock the m540 monitor to connect the device to power and proceed with patient monitoring. Patient monitoring was continued at the bedside with a third-party system. No adverse patient impact was reported.

Manufacturer narrative:
Upon redocking the m540 in the or charging station, the device entered a continuous reboot loop. It was sent to draeger for log, retrieval and repair, but the reboot issue persisted. Attempts to extract device logs were unsuccessful, and the unit was forwarded to hardware engineering for further investigation. Hardware engineering identified component failures on the mainboard, though no additional damage was observed. The failed components were repaired for testing purposes, and all tests passed. However, a full mainboard replacement was recommended. The root cause of the component failure could not be definitively determined. The m540 was returned to the repair center, where both the mainboard and ECG board were replaced. The device was tested according to the manufacturer¿s checklist and subsequently returned to the customer.